Event description:
The pt had vasospasm of the anterior communicating artery as a result of a ruptured aneurysm that had been clipped the previous day. The vessel diameter in vasospasm was approx 2mm. The commodore total occlusion balloon catheter was introduced into the vasculature to treat the vasospasm. 0.05cc of inflation volume was injected into the balloon corresponding to a balloon inflation diameter of approx 3.4mm. The vessel ruptured.